Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic due to due to device alarming during a previous visit. There was a right ventricular (rv) lead integrity alert warning. It was found that the rv lead was oversensing. It was noted that there was oversensing while performing specific activities. A lead fracture was suspected. The rv lead was reprogrammed until the lead revision procedure. At the lead revision procedure the rv lead was capped and replaced. No patient complications have been reported as a result of this event.